Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage with a fragment fall, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, but the instrument has not yet been returned for failure analysis investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This is being classified as a reportable event due to the following conclusion: the instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure without additional patient impact. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, a jaw of the large suture-cut needle driver broke during use. A fragment fell into the patient and was retrieved in the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary noted. At the time the issue occurred, the instrument was grasping the needle. The surgeon does not know what caused the instrument to break. The instrument was in use for approximately 30 minutes prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure prior to the breakage. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment did not fall during an instrument tip/accessory collision. The instrument was able to be removed during the procedure, with the wrist straightened prior to removal. No resistance was felt upon removal of the instrument through the cannula. Upon final removal, the wrist was straightened, no resistance was felt, no damage was noted to the cannula after the event occurred, and no other damage was noted to the instrument. The fragment was retrieved with a grasper. All fragments were retrieved, as the surgeon inspected the instrument and the fragment, and the fragment fit to the instrument. No additional surgical procedure was required. No post-operative tests such as an x-ray or ultrasound were performed. The patient had not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images or video of the device or procedure were made available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of broken grip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.075" x 0.268" was found to be broken off. The broken piece was returned along with the instrument.

Event description:
Refer to h10/h11 for follow-up information.